Event description:
It was reported that the patient was admitted for surgical treatment of kidney stones. During surgery, a urethral stricture was discovered; after urethral dilation, a urinary catheter was left in place to maintain urethral dilation. At 5:00 p.m. On july 1, the catheter was found to have dislodged; examination revealed a rupture in the catheter balloon, and a new catheter was inserted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.initial reporter name: (B)(6) hospital.this report references a us equivalent device. The us UDI equivalent for this product number is used.h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.